Event description:
Post unsuccessful attempts to advance a coil, the microcatheter was removed and a "tiny hole" was observed on the shaft. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical analysis cannot be performed. Information available indicated that the microcatheter was confirmed to be in good condition post unpacking and preparation, and a coil had been successfully deployed through the microcatheter prior to reported issue. Based on the information available, it is probable that the microcatheter became damaged during the procedure; limiting its performance. Therefore, a root cause of operational context has been assigned to this event.

Event description:
Post unsuccessful attempts to advance a coil, the microcatheter was removed and a "tiny hole" was observed on the shaft. There was no clinical consequences to the patient.